Manufacturer narrative:
(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned kinked as the inner wall of the tube was collapsed between the 20 cm and 24 cm markings. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. Two steel balls of size 6mm and 5.6mm were used to check the potency of the lumen. One higher and one lower than 75% (5.625mm) of the designated size of the et tube. For the first test, a ball bearing of 6mm (80% of the designated size of the et tube inner diameter) was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately between the 20 cm and 24 cm markings, which were the same locations where the tube was visibly kinked. The test was again performed using a ball bearing of 5.6mm (74.67% of the designated size of the et tube inner diameter). The ball bearing again could not pass freely through the tube from both ends. Multiple attempts were made from both ends of the tube. Resistance was met at the same locations as the first test that was performed. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "near total occlusion of the tube" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the tube was kinked as the inner wall of the tube was collapsed between the 20 cm and 24 cm markings. The returned et tube was functionally tested for kinking. Two steel balls of size 6mm and 5.6mm were used to check the potency of the lumen. One higher and one lower than 75% (5.625mm) of the designated size of the et tube. Upon testing, both sizes of ball bearings were unable to pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately between the 20 cm and 24 cm markings, which were the same locations where the tube was visibly kinked. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the patient was undergoing spinal decompression in the prone position. Approximately one hour into the procedure there was progressive difficulty ventilating the patient. Airway pressures and delivered tidal volume deteriorated and surgery had to be stopped to turn the patient back into the supine position. The provider initially thought the patient had bronchospasms, but upon looking into the ett with a fiberoptic scope the provider reports the "inner surface of the aroured tube had delaminated, causing near total occulsion of the tube". There was no patient injury. The tube was replaced and the problem resolved. It was reported that the patient's saturations were maintained throughout and no immediate harm to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing spinal decompression in the prone position. Approximately one hour into the procedure there was progressive difficulty ventilating the patient. Airway pressures and delivered tidal volume deteriorated and surgery had to be stopped to turn the patient back into the supine position. The provider initially thought the patient had bronchospasms, but upon looking into the ett with a fiberoptic scope the provider reports the "inner surface of the aroured tube had delaminated, causing near total occulsion of the tube." There was no patient injury. The tube was replaced and the problem resolved. It was reported that the patient's saturations were maintained throughout and no immediate harm to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.2 - 'life-threatening' added. Section h.1 - corrected to 'serious injury'.

Event description:
It was reported that the patient was undergoing spinal decompression in the prone position. Approximately one hour into the procedure there was progressive difficulty ventilating the patient. Airway pressures and delivered tidal volume deteriorated and surgery had to be stopped to turn the patient back into the supine position. The provider initially thought the patient had bronchospasms, but upon looking into the ett with a fiberoptic scope the provider reports the "inner surface of the aroured tube had delaminated, causing near total occulsion of the tube". There was no patient injury. The tube was replaced and the problem resolved. It was reported that the patient's saturations were maintained throughout and no immediate harm to the patient occurred.